Manufacturer narrative:
(B)(4). The affected device was received for evaluation. Visual inspection was performed on the device and white particular matter was verified to be present in the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had white particulate matter in the solution. This was found before use. The device was filled with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.